Event description:
Emt's responded to a person described as in full cardiac arrest and down a long time. The pt was connected to the device, diagnosed as in asystole, and external pacing therapy was initiated. According to the rptr, the device powered down unexpectedly and after the battery was changed, continued to power down intermittently during transport to the hospital. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the pt's death because of the pt's long down time.